Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of the reported image issue include damage or deterioration of parts and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during set-up, prior to a procedure, the flex deflectable videoscope exhibited an image blackout. There was no patient involvement, and no harm was reported as a result of the event.